Event description:
Reporter indicated that they were having problems with their dell x50 hand held computer not holding a charge. Per reporter, the hand held has been consistently plugged in and when they unplug it, it will not hold a charge. Product has been returned to MFR, but analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but analysis has not been completed to date. Device did not cause or contribute to a death or serious injury.